Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed non-physiological oversensing signals on the superior vena cava to right ventricular coil channel. All lead impedance measurements were reported stable so lead issue was not suspected. Lead provocation testing was considered but no intervention has been planned out. The patient condition has not be affected by the incident.